Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set was clogged. The following information was provided by the initial reporter: filter 2= unable to prime with fluid.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 09-may-2023. Investigation summary: two 20350e-0006 samples from lot: 22089286 were received in opened packaging for investigation. Residual fluid was present in both devices. The feedback provided by the customer suggests they were unable to prime the device with fluid. The returned samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in this instance, the customer's experience was confirmed as some fluid was able to flow into the filter, however, no fluid was able to flow downstream into the tubing in one of the returned sets. The device was then cut open at the filter component for a closer inspection; it appears the occlusion could have been caused by a combination of excess solvent at the filter tubing joint in addition to the inner tubing being incorrectly assembled during the manufacturing process. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the occlusion may have been caused by a combination of an excess amount of solvent having been applied at the joint, and an incorrect expansion of the tri-layer tubing. This is a manually assembled joint and therefore is likely to have occurred as a result of human error during the assembly process. A review of the production records for lot: 22089286 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set was clogged. The following information was provided by the initial reporter: filter 2= unable to prime with fluid.